Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and a charring issue occurred. After left pulmonary vein (lpv) ablation, there was no char. After right pulmonary vein (rpv) ablation, after ablating two additional points of lpv gaps, char was confirmed to be attached. Issue was found 1 hour after catheter use. Char was found to be attached on the proximal side of the tip electrode. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the bwi decontamination center, char or thrombus/clot was observed on the microelectrodes; however, during the visual inspection in the bwi product analysis lab (pal), no char, thrombus or clot residues were observed. Temperature and impedance tests were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char and thrombus/clot issues reported by the customer were confirmed based on the photo provided by the decontamination center. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and a charring issue occurred. After left pulmonary vein (lpv) ablation, there was no char. After right pulmonary vein (rpv) ablation, after ablating two additional points of lpv gaps, char was confirmed to be attached. Issue was found 1 hour after catheter use. Char was found to be attached on the proximal side of the tip electrode. The correct catheter settings were selected on the ngen generator and the pump was switching from ¿low¿ flow to ¿high¿ flow during ablation. There were no problems during the changeover. Ablations did not exceeded 40g of force. Heparin was used as an anticoagulant, activated clotting time (act) 208, added 5 cc of heparin. The physician commented that char was adhered a little to only one side of the catheter tip and reported there is a risk of asymptomatic cerebral infarction, however, there were no patient consequences. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).